Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the "anal opening, above the dentate line" during an internal hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, the bands were twisted and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator head), and a visual evaluation noted that the ligator head returned without bands attached. The handle and the trip wire did not present any problems. The trip wire was not secured. The suture was not returned. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, it was found that there were no bands attached in the ligator head, and the ligator head teeth were in good condition, as well as the handle. In addition, the suture thread was not returned, and since this was not reported, it is most likely the customer cut it to remove the device from the scope. Therefore, this was not coded as a problem. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, the unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly leading to the inability of the device to deploy the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the "anal opening, above the dentate line" during an internal hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, the bands were twisted and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.